Manufacturer narrative:
The technician found the ground pin was missing from the power cord. The technician replaced the power cord plug to repair the bed.

Event description:
Informaton received indicates the ground loss led is on.